Event description:
It was reported that a physician was attempting to deploy a complete se peripheral stent system to treat a lesion in a patient located in the sfa with tortuosity and calcification present. No issues were noted during preparation of the device. It was reported that during stent deployment, the complete se stent jumped about 4 cm into the distal sfa. A second complete se stent was then deployed on the distal end of the first deployed stent to cover the rest of the lesion, but it became scrunched up and therefore the proximal end did not deploy where it was intended. The second stent deployed at the distal end within the first stent so did not jump. There was nowhere for it to go, because the end of the stent landed securely within stent struts of the previous stent. It was reported that the reason for both of the incidents was because the introducer sheath was putting pressure on the retractable sheath, therefore not enabling the stent to deploy as intended. The retractable sheath was pinched down by the introducer sheath, so there was excessive forward pressure on the stent, forcing it to push the second stent forward and shorten/bunch up. It was reported that there was sufficient distal landing zone. No patient injury or clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation results: caused by another drug/device (interaction between the introducer sheath and the retractable sheath during deployment of the stent). No results available since no evaluation performed (no device or cine images returned for evaluation). Evaluation conclusion: unable to confirm complaint (no device or cine images returned for evaluation). Operational context contributed to event (interaction between the introducer sheath and the retractable sheath during deployment of the stent). (B)(4).